Event description:
Account alleged the brakes are broken.

Manufacturer narrative:
Technician found the pt left foot and right head casters don't hold. He replaced the brake and brake/steer casters to resolve. No injury reported.